Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and malposition.

Event description:
Patient reported exchange from textured to smooth due to patients concerns with the product. Later healthcare professional reported "capsule". Healthcare professional later reported capsular contracture baker grade iii and malposition. This record is for left side. The device was explanted and replaced. Device return status is unknown.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported exchange from textured to smooth due to patients concerns with the product. Later healthcare professional reported "capsule". Healthcare professional later reported capsular contracture baker grade iii and malposition. This record is for left side. The device was explanted and replaced. Device returned.